Manufacturer narrative:
This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: this report is being filed after the review of the following journal article: singh, t., jayawardhana, r., craigen, m., and rajaratnam, v. (2019), volar buttress plating for unstable dorsal fracture-dislocations of the proximal interphalangeal joint, journal of hand and microsurgery, vol. 11 (2), pages 106-110 (united kingdom). The aim of this retrospective cohort study is to report a series of 11 patients with unstable dorsal fracture-dislocation of the pipj who underwent orif using volar buttress plating. A total of 11 patients (9 male and 2 female) with an average age of 35.6 years (range: 17¿63 years) underwent an open reduction and internal fixation (orif). Surgery was performed using an eight-hole, 1.3-mm oblique-angled strut plate (synthes ltd., welwyn garden city, united kingdom) cut to shape to produce a four-hole plate. The mean follow-up was 17.3 months (range: 7-32 months). The following complications were reported as follows: 5 patients had flexor tenolysis, and their metal work was removed once union was achieved to improve rom. 7 out of 11 patients had a fixed flexion deformity (ffd) of the pipj at their final clinical review. 1 patient had a 1-mm step-off of the articular surface. However, this patient remained asymptomatic and continued to have a good total active motion (tam). 1 male patient developed a superficial infection after undergoing flexor tenolysis and metal-work removal 4 months after initial orif. The authors suspect that this complication was due to poor compliance with postoperative rehabilitation and poor wound hygiene. Although his infection improved after the patient was treated with oral antibiotics, his total active motion (tam) remained poor. 1 female patient developed complex regional pain syndrome. Her tam remained poor even after she underwent flexor tenolysis and metal-work removal. This report is for an unknown synthes plate/screws constructs. This is report 3 of 3 for (B)(4).